Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tyyc, implanted: (b)((6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that there was a loss of therapy and she had symptom return the past month prior to report. She started using a clip on mic hearing aid which was worn around her waist and she thought the device was having an effect on her therapy. She had symptom return since she started using the device with her job. A sudden change in therapy/ symptoms was noted. There was frequency in urination and the patient was unable to hold urine. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.